Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that after inspection of the instrument after the issue occurred, and no problem was found with the instrument. Replacement for the instrument has been cancelled.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9734456, serial/lot #: 190226, report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that although "tlif"/"dlif" inserter was put in the spine passive frame depot, registration failure occurred. The issue persisted even though the depot was changed and the passive marker was replaced. No patient was present at the time of the event.